Event description:
It was reported that during an unk procedure the tissue pad came off when wiping it down. They used a second like device to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Info not available, device not returned for analysis.